Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from october 24, 2019 - october 25, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found no fluid inside the bladder. The blue winged luer cap was not returned; however a non-baxter connector was attached to the distal luer. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.